Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had oozing at the ipg site. The physician was notified and prescribed antibiotics. Culture results showed (B)(6). Surgical intervention was undertaken wherein the system was explanted.

Event description:
Additional information revealed that the infection has resolved.